Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs100 intra-aortic balloon pump (iabp) had a battery backup issue. There was no patient involved.

Manufacturer narrative:
To fix the issue, the field service engineer (fse) replaced both batteries, and reported the machine worked on battery power and passed all tests. The unit was handed back to customer in good working condition.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) had a battery backup issue. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a